Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date when the medical event occurred is unknown. The event date is the date when abbott diabetes care became aware of the event. Multiple, unsuccessful, attempts to contact this customer to complete troubleshooting have been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Event description:
Customer reported his adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Customer further reported that due to this he self-administered a glucagon injection. No further information was provided as the customer declined to continue troubleshooting at the time of the call because he wanted to call his healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A freestyle lite blood glucose monitoring system. The correct name of this device is: freestyle freedom lite glucose monitoring system.